Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient had pain at the ipg site, which started approximately in late september. As a result the patient underwent surgical intervention of pocket revision on (B)(6) 2019 where the physician broke up ¿fibrotic bands¿ that had formed at the pocket site. Postoperatively patient had effective therapy and the pain had resolved.